Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as MFR# 6000089-2007-00605. It was reported that 582 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Target lesion 1 (8mm long) was identified in the mid right coronary artery (mid rca) with 95% stenosis and a 2.75 mm reference vessel diameter. The lesion was not calcified or tortuous. Target lesion 1 was treated with predilatation and placement of a 2.75 x 12mm taxus express 2 drug eluting stent. Residual stenosis was 0%. Target lesion 2 (8 mm long) was identified in the distal rca with 70% stenosis and a 2.50 mm reference vessel diameter. The lesion was not calcified or tortuous. Target lesion 2 was treated with direct stent placement using a 2.50 x 12mm taxus express2 drug eluting stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. At 582 days later, the patient required a tvr. A taxus express2 drug eluting stent was placed in the mid rca. It was noted that there was not restenosis of the taxus stent. In the opinion of the physician the relationship to taxus stent was probable. The patient was discharged three days later.